Event description:
It was reported to philips that the heart start xl defibrillator showed a pacer test failure. There was no reported pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.